Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after implantation of the intraocular lens (iol) implantation procedure, that the postoperative visual acuity had decreased. There was no problem with the refraction value after surgery and the patient's eye condition. There were no plans to replace the iol. Physician requested to check if there was any cause with the iol and requested to be informed other causes. The sample was not available as it still remains in the patient's eye. Macular edema appeared 2 weeks after surgery and was treated with corticosteroid eye drops for 1 week but the macular edema worsened further. There are four medical device reports associated with this complaint. This report is 4 of 4.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. See attached photo review by customer affairs associate jim owen. These scans reveal cystoid macular edema (cme) which can occur in up to 20% of cataract surgery cases post-operatively. This is caused by a disruption of the normal blood-retinal barrier, causing leakage from the perifoveal capillaries. The fluid accumulates in the intracellular space most often the outer plexiform layer. Cme is usually self-limiting and resolves with-in 3-4 months after surgery. Based on the observation of the attached photo, a macular edema was observed. A definitive determination cannot be made. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).